Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test, due to protruded and loose drive support disk. Motor passed motor test. Unable to verify prime alarm, due to motor error alarm. Insulin pump received with protruded and loose drive support disk. Insulin pump had a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received an a33 alarm on her insulin pump. Her blood glucose was 200mg/dl at the time of reporting. The customer was advised to disconnect from the insulin pump. The pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.